Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 203 mg/dl at the time of the incident and current blood glucose is 213 mg/dl. The customer states that the pump isn't giving him insulin, and his blood glucose is going up and he doesn't know why. Troubleshooting was done for high blood glucose and under delivery. The customer treated with a pump. During troubleshooting, the customer states had multiple large bubbles present in the reservoir. The customer was instructed to disconnect at the quick release. The customer was instructed to change the set; following the set change we can perform a high pressure test. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The reservoir will not be returned for analysis.